Event description:
A patient reported experiencing inaccurate erratic results with a surestep enhanced meter. The patient's blood glucose results were 134 mg/dl, 137 mg/dl, and 84 mg/dl. Tests were done within 10 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.